Event description:
A report was received from health canada's canada vigilance program which states, "event was reported as a suspected over-infusion incident. The secondary infusion bag contained potassium. A sample from the primary bag was sent to laboratory to check for the presence of potassium. A high concentration of potassium was detected in the primary bag. Lmbme concluded that this was not an over-infusion event."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "event was reported as a suspected over-infusion incident. The secondary infusion bag contained potassium. A sample from the primary bag was sent to laboratory to check for the presence of potassium. A high concentration of potassium was detected in the primary bag. Lmbme concluded that this was not an over-infusion event."